Manufacturer narrative:
Evaluation summary: the spiderfx embolic protection device was received for evaluation. No cine images from the procedure were received for evaluation. The spiderfx was received with the spiderfx capture wire with filter loosely coiled by itself. The spiderfx duel ended catheter was received in two segments. The recovery end of the duel ended catheter was received stuck within a support sheath. A significant amount of biological debris was returned within the spiderfx filter. The proximal end of the recovery end of the duel ended catheter exhibited tensile stretching at the primary wire exit port. Along the length of the recovery end of the duel ended catheter, a series of twists and according folds were noted. The support catheter was approximately 50cm in length with approximately 21.5cm of the recovery end of the duel ended catheter protruding from its distal tip. Only the distal section of the 320cm spiderfx capture wire was returned. The 320cm spiderfx capture wire was separated at the snap ring. Several bends and kinks were noted along the length of the distal end of the spiderfx capture wire. A large s-bend was noted in the area 70cm to 85cm from the scored snapped wire ring of the spider. A series of kinks in the capture wire were noted 94cm, 99.5cmm 101.5cm, and 104cm from the proximal end of the gold capture wire end. A series of kinks were noted at 122cm, 125cm, and 125.7cm with capture wire coating scrapped off. A single kink was noted approximately 174.4cm distal of the proximal end of the capture wire. All components of the distal assembly are accounted for. No deformity was noted in the green delivery end of the duel ended catheter. A slight bend in the white section of the duel end catheter was noted approximately 137cm from the distal end of the green delivery end of the duel ended catheter. The large segment of the duel ended catheter returned was approximately 154.5cm in length. The spiderfx embolic protection device received for evaluation exhibited a duel ended catheter separation at the primary wire exit port and the spiderfx 320cm capture wire separated at the snap wire ring. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a 7mm spider fx device with a non-mdt sheath during treatment of a severely calcified 250mm lesion in the superficial femoral artery/popliteal artery (diameter 7mm). The lesion was described as exhibiting 95% stenosis and the vessel was described as being moderately tortuous. It is reported that the retrieval catheter came apart in the body (snapped) and then the spider filter became detached when the physician attempted to retrieve it. There were no catheter segments or fragments stuck on the guidewire. All fragments were retrieved. A non-mdt catheter and additional wire were used to telescope and retrieve all fragments. No patient injury was reported.